Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the system was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with a suspected infection. There was pus and a granuloma observed in the pocket. The pocket was opened, cleaned and closed. The patient would be transferred to a different facility for complete system removal at a later date. No further patient complications have been reported as a result of this event.